Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a femoral fracture with large cannulated screws, the patient sustained pain and screw prominence that required an additional surgery to remove this hardware. A specific date for this procedure was not provided. The patient achieved radiographic union of the fracture two (2) months postoperatively. Additional details regarding the clinical course of this patient is not known.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity (pmcf) was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the information provided. Therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).

Manufacturer narrative:
H11: updated results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity (pmcf) was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. It was reported after the screw removal for local prominence/irritation at 9 months the patient¿s pain had completely resolved and they were back to their usual work and day to say activities when seen in clinic post-op. Since no other information will be provided, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a femoral fracture with large cannulated screws, the patient sustained pain and screw prominence that required an additional surgery to remove this hardware at nine (9) months postoperatively. A specific date for this procedure was not provided. The patient achieved radiographic union of the fracture two (2) months postoperatively, and the pain had completely resolved with the patient going back to his/her usual work and day to day activities. No further information is available.

Manufacturer narrative:
H11: additional information has been received and was assessed by the manufacturer. A correction in the previously provided narrative has been made. Corrected data: b5 (narrative updated to include post-op time of additional surgery & patient's most recent health status).